Event description:
A customer reported that the phacoemulsification handpiece exhibited no ultrasound from during cataract surgery. The procedure was completed with an alternative handpiece. Patient impact was no reported

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment of the returned sample revealed no visual nonconformity. The returned sample was connected to a calibrated vision system. The returned handpiece was connected to a calibrated vision system. System message (sm) [tune failed ¿ loose tip] displayed when the handpiece attempted tuning. The handpiece was then connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet product specifications. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The customer reported event was unable to be confirmed. Unrelated to the reported event, sm [tune failed ¿ loose tip] was observed and found to be caused by moisture ingress within the electrode chamber. A phaco handpiece non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. No problem was found with the phaco handpiece as it relates to the reported event; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).